Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/27/2014 with the following findings: a review of the pump¿s black box data revealed evidence of short battery life. The battery compartment was observed to be cracked, and the battery cap was able to fully secure onto the pump. The pump powered on with the returned battery cap, and no power issues were duplicated during the investigation. The electrical current draws measured within specifications. The pump was opened and no evidence of moisture or loose components was observed inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored.